Event description:
The sales rep. Reported that the patient received bilateral orthovisc injections in the knees using a 22g needle and experienced excessive swelling in the left knee down to the calf. The patient continued with the second set of bilateral injections a week later and experienced swelling again, encompassing the entire leg. The patient was hospitalized. The sales rep. Contacted the surgeon's office and obtained the following dates and information: the (B)(6) 2015-1st injection: bilateral. Left swelling from knee down 5 days later-venous doppler that day negative. (B)(6) 2015-2nd injection: bilateral. (B)(6) 2015-swelling all the way up and down the left leg. Admitted to hospital-CT-venogram, abdomen and pelvis to rule out iliac thrombosis. Additional venous doppler studies have been negative. Updated (B)(4) 2015-additional information received from the sales rep. On (B)(6) 2015 from the surgeon's office: no steroids or lidocaine given in tandem with the orthovisc injections. No medical history conducive to swelling listed in the charts. The hospital treatment ended up calling it infection vs. Major inflammatory reaction; numerous doppler studies were negative, in addition to CT-a and CT-v, hospital believes all possibilities of clot ruled out. The patient was treated for several days with abx but no infection was ever proven. The patient was taken off abx and was just treated with steroids. Several mris of bilateral femurs and the left knee were done. The hospital planned to discharge the patient to home with home health services.

Manufacturer narrative:
The batch record for lot number n140094b was reviewed. All final specifications including product sterility were met and passed.